Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10802688 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite gravity set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that bd smartsite gravity set ref (B)(4) primary IV tubing leaking at port site where tubing enters the port at bottom of port.